Manufacturer narrative:
The field service engineer (fse) checked and adjusted the gear pump, checked the reagent disk pump and adjusted it, found that pump valves need replacing, and found a leak in the rinse station tubing and replaced it. Calibration and qc were performed successfully. The investigation found that the root cause of the event is consistent with insufficient service maintenance. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas 8000 c702 module. For patient 1, the initial ca2 result was 1.81 mmol/l. The repeat result was 2.2 mmol/l. For patient 2, the initial ca2 result was 1.77 mmol/l. The repeat result was 2.18 mmol/l. No questionable results were reported outside of the laboratory. The reagent lot number is 65487201 and the expiration date is 30-nov-2023.